Event description:
It was reported, the patient stopped receiving effective stimulation after getting up from the bed one day. An impedance check revealed invalid impedances on multiple contacts. As a result, the patient will undergo surgical intervention.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the lead was explanted and replaced on (B)(6) 2016 due to impedance issues creating inconsistent stimulation. The issue was resolved.